Event description:
The facility pharmacist reported to baxter (B)(4), a solution administration set that was found to have the chamber separated from the tubing. This condition was observed before use upon opening the packaging. There was no patient involved. Therefore, there was no patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review could not be completed as the lot number was not provided by the customer. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample revealed that the tube had disconnected from the chamber, which confirmed the reported condition of a leak. The root cause of this condition was due to low insertion. A corrective action has already been taken. A vision system was installed on the machine to check for under insertions.